Event description:
It was reported via postmarket registry that the device was explanted and replaced due to "underinfusion". The patient was experiencing lost of efficacy including increased spasticity. The pump contained baclofen and morphine sulfate at a dose of 286.4 mcg/day. The patient recovered without sequela.